Event description:
A malfunction alarm was reported on the customer's pump. The customer declined to provided information regarding if their blood glucose level exceeded 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.